Manufacturer narrative:
Cerner was informed of the issue by the customer on (B)(6) 2025, and promptly initiated an investigation. Based on the documented values and the reference range specified by the client, it was determined that the patient should have received an alert on (B)(6) 2025, at 4.09 est, however the alert was generated on (B)(6) 2025, at 10.58 est. The investigation is in progress on the issue. Cerner will provide a follow-up report at conclusion of investigation.

Event description:
The software product mentioned in this medwatch report may not be a medical device; however, cerner has chosen to file this medwatch report to voluntarily notify the FDA of a malfunction associated with this software product. This issue involved cerner millennium sepsis and impacted the cloud-based product. The impact was limited to a single customer and one of their patients, and the issue is currently under investigation. All relevant clinical criteria were properly documented in the patient's records, and the recorded clinical values fell within the expected ranges for alert generation. However, despite meeting all qualifying criteria, the alert was generated with 7 hours delay. Cerner has not received communication on any adverse patient events as a result of this issue.

Manufacturer narrative:
A patient at the reporting customer site qualified for a sepsis notification on february (B)(6) 2025, at 4:09am est. The technical investigation identified that the sepsis application program interface (api) subscriber was not consuming messages due to an inactive registration. The subscriber successfully re-registered with the pub-sub hub on 2/18/2025 at 10:53 am est, after which message consumption resumed, and the notification triggered for the patient identified by the reporting customer on (B)(6) 2025 at 10:58 am est. The hospital provided additional patient laboratory and pre-existing condition information listed in section b6 and b7. An internal investigation identified that five additional patients at two customer sites may have experienced delays in receiving notifications between eleven hours to twenty-three hours. Cerner communicated known details related to the notification delays for these five patients to the two customers. Cerner requested details related to the five patients as part of the investigation. Neither customer has responded. Three attempts to ascertain this information were made via email. Cerner has not received any reports of patient injury as a result of this issue. The issue was traced to a pub/sub-related service that went down unexpectedly outside of its normal scheduled restart cycle and did not reconnect for several hours. The service eventually restarted and cleared the backlog without manual intervention. Despite extensive investigation, the exact root cause of the failure remains undetermined. As part of ongoing preventive measures, periodic customer domain monitoring has been implemented to detect any disconnects in the feed service lines. This enhancement strengthens monitoring capabilities and enables faster identification and resolution of service disruptions.